Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse was dispatched and on (B)(6) 2016 found dirt and debris on x1 axis rail. Cleand and lubricated rail and bearings. Cleaned and lubricated detent wheel mechanism. Ran several patient samples to verify proper operation. Ran qc (quality control), passed. The most probable cause of the reported event was dirt and debris on x1 axis rail.

Event description:
On (b)(60 2016, the customer reported x 1 axis error with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.